Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: a 26mm needle/suture (competitor's product) was inserted with needle-holder via versaport. Then, a blue material was found in the cavity. It was retrieved with no tissue damage. There was no bleeding and the incision was less than 2.54cm. The operating time was delayed by only 5 minutes. Bleeding. No pt injury was reported.